Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor communication error alarm. Customer's blood glucose was 126 mg/dl. Customer was not able to troubleshoot due to not having insulin pump with him at the moment.

Manufacturer narrative:
The insulin pump was received with frozen display after countdown, problem isolated to mother board. Unable to verify alarm due to frozen display. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.